Event description:
At the end of an atrial fibrillation procedure, while removing the catheters and performing a routine ultrasound, a pericardial effusion was observed which required a pericardiocentesis to stabilize the patient. No patient symptoms were noted. The patient has recovered well. It is unknown when the perforation occurred, the specific location, or the device that may have caused the perforation. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.